Event description:
On (B)(6) 2012, additional clarification was received that the patient experienced an increase in seizures before and after revision surgery. (The revision surgery and increase in seizures has been previously reported in MFR report #1644487-2012-00528.) The post-operative increase in seizures was due to gastrointestinal issues and not due to the revision surgery. The patient was diagnosed with h. Pylori, which caused the vomiting. The vomiting, in turn, is believed to have played a role in the increased seizures. The vomiting did not occur with stimulation as the device was not programmed on when the vomiting began. The patient was an inpatient and was treated for the vomiting at that time. The device was programmed off, and there was no improvement in the vomiting. The patient did not have a history of vomiting pre-vns. Settings from the patient's (B)(6) 2012 appointment were provided.

Event description:
On (B)(6) 2012, it was reported that a vns patient experienced vomiting less than one day after revision surgery. (The surgery occurred on (B)(6) 2012). The patient was admitted to the hospital at this time. The patient was discharged and then admitted to a different hospital again for hyperemesis. As of two weeks prior to (B)(6) 2012, the patient reported that the vomiting had subsided and that she was doing fine. Additional information was received that the patient was not and is not currently pregnant. The provider did not feel the vomiting was related to the anesthesia as it persisted for two weeks. The situation had resolved. Attempts for additional information had been unsuccessful. Attempts for additional information have been unsuccessful.